Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, this complaint will be reopened for further investigation. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
Per email: the pump was alarming no disposable, clamp tubing. Patient instructed to stop and restart the pump. The pump continued to alarm. The patient clamped the tubing, unlocked the cassette and checked for air in the line; air was present. Patient massaged the tubing and tapped on the cassette. Patient was instructed to reattach the cassette, unclamp the tubing and restart the pump. The pump started running correctly. No patient injury is reported.